Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that intra-operatively, the device had activation issue. After starting the generator the unit showed an error. Two different antennas were used, but the problem continued and the device stopped working or provided intermittent activation. The procedure was aborted. No patient injury was noted.